Event description:
In 2009, the patient reported she has had elevated blood glucose readings for the last 24 hours. She said that when she went to bed last night her reading was 539 mg/dl which she treated by bolusing 8 units of insulin. She stated she did not check her readings during the night and at 7am this morning her reading was 539 mg/dl and she took another 8 unit bolus of insulin. Symptoms are frequent urination and dry mouth. She said she has been drinking lots of water. At 9am her reading was 550 mg/dl and she took 6 units of insulin. At 10am her reading was 491 mg/dl and she did not take any insulin. By 11am her blood glucose elevated to 506 mg/dl. The bolus history on her insulin infusion device confirmed her bolus amounts. To troubleshoot, the patient was instructed to disconnect from her infusion headset and check her insulin cartridge and tubing for air bubbles. She confirmed that none were present. She successfully primed her infusion set until insulin flowed. She has not received any alerts or errors. Troubleshooting did not find any product issues. The patient stated she has a "house full of company" and her stress level may be raised. She said she called her doctor prior to the report but has not heard from him. On follow up with the patient, she stated her blood glucose had decreased within a couple of hours and her readings have now returned to her normal range. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.